Event description:
It was reported that during a da vinci hysterectomy procedure, the prograsp forceps instrument was inserted into the patient and the instrument would not engage. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Upon receipt of the returned instrument, it was noted that the customer had also included a written description indicating that during the hysterectomy procedure on (B)(6) 2013, the prograsp forceps instrument was observed to be broken and was therefore not used. The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were undamaged. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken pitch cable could likely cause or contribute to an adverse event, if it were to recur.